Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. However, our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the marker delivery system separately from the probe aperture once the spring is exposed creates the possibility of it catching on one of these edges. As a mitigation step to address this risk, we provide instructions within the instructions for use. Directions: remove the delivery system and mammotome probe together as a single unit from the site, properly dispose and obtain images to confirm marker placement. Follow-up with the surgeon indicated that the patient is scheduled for wire localization followed by excisional biopsy on (B)(6) 2018. Based on the patient consequence of unintended piece of the device in the biopsy site, and the likely additional surgical procedure to remove, and pursuant to 21 cfr 803. We are submitting this medwatch report.

Event description:
The sales rep reported that the marker would not deploy. Dr. (B)(6) pulled the marker out, causing the tip to shear inside the breast. He inserted another marker to make sure they marked the site of biopsy. He later tried to remove the sheared tip under mammo and ultrasound. He was unsuccessful in his attempt.